Event description:
Information received indicates the bed does not move up or down.

Manufacturer narrative:
The hill-rom technician investigated and found the bed functions operated intermittently. The technician replaced the power control module, the right caregiver cable and calibrated the sensors to repair the bed.